Manufacturer narrative:
(B)(4). (B)(4). Introducer sheath detached from handle the analysis results confirmed that the mam3008 applier (a) was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results confirmed that the mam3008 applier (b) was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch # f9gn19, expiration date: 04/2014, manufacturing date: 05/2009. Introducer sheath detached from handle.

Event description:
It was reported that during a breast biospy procedure, their tissue marker would not deploy. They changed markers and had the same issue. They changed to a third marker and finished the case. No patient data available.